Event description:
It was reported to philips that the customer ordered a replacement connector ECG port. Additional details have been requested. There was no patient involvement.

Event description:
It was reported to philips that the customer had a connector ECG port malfunction. There was no patient involvement.